Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck and would not open. It required maintenance. A field service engineer found drawer 2-2 failed with a close drawer error when closed. Discovered the position sensor wire cut in half and ordered a new sensor. Fse ran diagnostics, found bad open and close sensor, and replaced the sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es the drawer was stuck and would not open. It required maintenance. The customer stated that there was a delay in the dispensing of medication. However, there were no adverse events or injuries reported based on this event.